Event description:
It was observed during the device inspection, that the videoscope exhibited the resin part of the image guide hose has fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred due to a combination of physical factors and chemical damage. It was not possible to determine what the physical factors were. Therefore, a root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for use: "enf-v3/vh instruction manual operation edition for safe use_maintenance and management endoscopes and endoscope-related equipment become more likely to break down as the number of cumulative uses increases or the period of use becomes longer. In addition to inspections before each case, the person in charge of medical device safety management at each facility should regularly inspect the items listed in this instruction manual in accordance with the medical act and the facility's safety management guidelines, etc.. The regular inspections should be carried out every 6 months or 100 cases. Do not use an endoscope that is suspected of being abnormal. If there is a suspicion of abnormality, follow the instructions in ¿5.2 how to identify and deal with abnormalities¿ to inspect the device. If the abnormality still does not improve, be sure to repair the device before using it. Enf-v3/vh instruction manual: cleaning/disinfection/sterilization] 3.3 cleaning solution use a neutral detergent for medical use that produces little foam. Follow the instructions of the cleaning solution manufacturer's instructions. 3.4 disinfectant for activation (if necessary), concentration, temperature, immersion time, and expiration date, etc., follow the disinfectant manufacturer's instructions." Olympus will continue to monitor the field performance of this device.